Manufacturer narrative:
Continuation of d10: product ID 3387-40 serial# (B)(6). Implanted: (B)(6) 2025 explanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that the cause of high impedances was unknown, healthcare provider thought it may be the lead. Rep reported that lead was re-plugged in, wipe and examined and the cause was unable to be determined. Information was received from a patient regarding an implantable neurostimulator (ins). The patient reported that a manufacturing re presentative (rep) found an impedance issue in the "probe" when they were checking the previous implantable neurostimulator (ins) and trying to turn it off prior to replacing it with the current ins. The rep notified the surgeon and the surgeon tried to fix it during the surgery, but they were unable to do so. The patient was never told if it was safe to turn the therapy on, so they contacted their managing healthcare provider (hcp) and they told the patient it was okay to turn it on. However, the patient said a website (url was not provided) advised against turning the therapy on. As a result, the patient said they were afraid to turn therapy back on because of the impedance issue and wanted input before they turn it back on. Agent reviewed role of patient services and redirected the patient to their healthcare provider for further discussion. Agent reviewed that the managing hcp could consider reaching out to their local rep if necessary.

Event description:
It was reported that extension and battery needed to be moved due to left side breast cancer and impending breast cancer surgery. Patient presented to pre op with pre op impedance issues all contacts except contact 2 and the bipolar contacts. Post op contact 2 and the bipolars are out of range 4,000 ohms. Therapy impedance now says high. Device was left off. Was determined lead is the source no visual damage to lead.

Manufacturer narrative:
Continuation of d10: product ID 3387-40, lot# serial# (B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(6), ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 serial# (B)(6). Implanted: (B)(6) 2000. Explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that healthcare provider (hcp) suspected the cause of the high impedance were the lead since implantable neurostimulator and extension was new. Rep clarified that the cause of the implant replacement was due to normal battery depletion and that the location needed to be changed for other medical needs and procedures. The managing healthcare provider did instruct patient to turn on the device.